Event description:
A pair of textured saline - filled breast implants for cosmetic augmentation were implanted 1999. Pt noticed increased mobility of right breast and loss of volume. No recent trauma, did not feel a pop 2002. Surgical removal 2002.